Event description:
It was reported that the device was in backup mode. Possible interference by electrocautery was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the reset. Review of the device image revealed simultaneous noise on both channels leading up to a por, which occurred the day of explant. It is suspected that exposure to electrocautery was the cause for the noise and por.